Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2) and the bard/davol ventralight st mesh (device #3). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st (x3) on (B)(6) 2012 (x2) and (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2) and the bard/davol ventralight st mesh (device #3). H11: this is an addendum to the initial emdr submitted (MDR_number: 1213643-2022-96071). It was identified that the emdr (MDR_number: 1213643-2022-96071) was sent is error as this is a duplicate of a previously reported event (MDR_number: 1213643-2022-92664). MDR_number: 1213643-2022-92664 shall remain the active event report, and any additional event information will be reported under the active MDR_number: 1213643-2022-92664. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of three (x3) unspecified bard/davol ventralight st; ventralight st (x2) on (B)(6) 2012 and one ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum: note, it was identified that this event is a duplicate of a previously reported event.